Manufacturer narrative:
Inspected one opened and used sensor. We performed continuity resistance test sensor passed per specification. Also, performed bicarbonate buffer test and sensor failed per specifications due to high readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 197 mg/dl and the sensor glucose was 66mg/dl at the time of the incident. The customer reported that customer deals with suspend on low by turning off the pump. The customer calibrates about 4 times. Sensor glucose and blood glucose difference was not within acceptable range. Insulin delivery was suspended due to sensor glucose value of 66mg/dl/. Suspend on low limit in sensor settings was 70mg/dl. The sensor will be returned for analysis.